Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they were hospitalized due to high blood glucose or diabetic keto acidosis with blood glucose of 497 mg/dl. Customer's other blood glucose value was unknown. Customer declined trouble shoot for high blood glucose. The device was not expected to be returned for analysis.